Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible rupture".

Event description:
Healthcare professional reported left side "ultrasound consistent with possible rupture". The device remains implanted.

Event description:
Healthcare professional reported left side "ultrasound consistent with possible rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on radius side assessed as fold flaw opening. As per the investigation procedure non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side "ultrasound consistent with possible rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side "ultrasound consistent with possible rupture". The device has been explanted.